Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system.  Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts.  Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient had started experiencing low flows approximately two weeks post-op. The patient was transferred back to the intensive care unit from the step-down unit on (B)(6) 2016. A swan was placed and showed normal hemodynamics. The hematocrit was set appropriately but low flows continued. The log files showed pump parameters to be on the borderline for low or below normal values. Site performed echo and attempted to adjust pump speed to optimize flows. The flow continued between 2-3 liters per minute. The echo showed moderate mitral regurgitation with atrioventricular opening every beat. Computed tomography angiography performed and was inconclusive for outflow graft kink. The inflow position was questioned. On (B)(6) 2016, the site opted to take the patient back to the or to asses pump position. Once in or, patient assess on transesophageal echocardiogram. Pump position seemed to be normal and flows were able to be optimized. Opted not to open the patient and sent back to unit to manage. Later that week patient continued to have low flows. Site opted to list as 1a as patient was becoming lethargic and site unable to maintain appropriate flows and perfusion. Patient matched for an organ on (B)(6) 2016 and underwent heart transplant. The pump removed from the heart post explant. Site believes the issues associated with the patient are due to pump position under certain conditions. Pump worked appropriately initially and looked normal under tee. Nothing was seen in the pump of note. The site requested an analysis of the pump.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed low flow alarms and a decrease in estimated flow to parameters below normal operation. Analysis of the device revealed that the device failed to meet specifications; the device failed functional testing due to a power shift during the post explant wet test. However, an internal investigation demonstrated that there is no correlation between power shifts and complaints. Average power consumption during the wet test was within specification. The pump passed visual examination and dimensional verification. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility and there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.